Event description:
It was reported that pump did not detect cartridge during use, and no further event details or blood glucose information were provided. There was no reported impact to the customer¿s blood glucose level. Customer returned pump to distributor, technical support testing confirmed pump worked normally with no alarms or alerts, and pump was replaced because required marking was missing.